Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient's mother noticed an infusion set's tubing detachment from the site location at quick release which caused high blood glucose level. This issue occurred five times and patient's mother saved three used sets that had the detachment. The site location was at patient's arm and the pump was located at the same side to the site at the waist. The infusion had been in use for less than 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.